Event description:
Healthcare provider called to report a right capsular contracture baker grade iii. The device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A device analysis of the returned device identified: weight to spec, crease fold and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.